Event description:
A police officer was responding to a call of a person in cardiac arrest. The defibrillation electrodes were attached to the patient, the patient's rhythm was analyzed and the device advised a shock. A shock was then delivered. Afterwards the officer noticed a service indicator displayed on the device. Another device was used during the patient transport to the hospital. The electronic patient record was retrieved from the device and evaluated. The patient record documents the shock was delivered followed by a charge removed indication. The patient outcome was unknown.